Manufacturer narrative:
E1:patient city: (B)(6)patient country: united kingdom.name- medtronic minimed,street-18000 devonshire street,city- northridge, state- ca, zip code- 91325. Based on the available information, this event is deemed to be a reportable malfunctionrequest was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 8021545.manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set leaks at site on (B)(6) 2026.